Event description:
A serious adverse event recorded as part of the b-500 halo patient registry reported that a (B)(6) male patient prospectively enrolled with 4 cm non-dysplastic barrett's esophagus presented with dysphagia on (B)(6) 2011, almost one month post radiofrequency ablation (rfa) procedure to treat the patient's barrett's esophagus. The physician decided that dilation was required and performed dilation the same day. At the patient's follow up appointment on (B)(6) 2011, the patient continued to complain of dysphagia and dilation was again performed. Additional information was received on (B)(6) 2012, reporting that at the follow up appointments on (B)(6) 2011, the dysphagia continued. The patient was dilated on (B)(6) 2011 and again on (B)(6) 2012.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).